Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wasn't going to see their managing physician until (B)(6) 2017. They noted that their urologist was going to handle this issue. They were scheduled for a replacement surgery on (B)(6) 2017.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient believed the battery was dead and it did not give him any notice. He was told it would give him notice. He got the low implantable neurostimulator (ins) screen. Patient stated he was able to synch the patient programmer (pp) after like 12 times. He had return of bladder symptoms or urgency. He was having a larger number of times having to go. He increased stim on saturday from 1.25 to 1.5. He didn¿t stay on it long because it was burning down his leg and toes. It was very jolting. He had to turn the stim down saturday or early sunday morning. The pp wouldn¿t synch at all on sunday. Patient stated it was time for the battery to be replaced. Patient called to process on how to get the battery replaced. The indications for use for this patient listed as interstim -other. There were no further complications that have been reported as a result of this event.